Event description:
It was reported that this pacemaker oversensed noisy signals on the ventricular channel that resulted in false non-sustained ventricular tachycardia (nsvt) episodes. Impedance was stable per trending. No interventions are planned at this time. The device remains in use. No adverse patient effects were reported.